Event description:
It was reported that, during the implant procedure, high out of range pacing impedance measurements were observed on this right atrial (ra) lead. This lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during the implant procedure, high out of range pacing impedance measurements were observed on this right atrial (ra) lead. This lead was removed and replaced prior to pocket closure. No adverse patient effects were reported upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in two segments. Resistance testing found the proximal segment was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.